Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator key pad was not working. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The membrane and display printed circuit board (pcb) were replaced. The device passed all testing and was returned to the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.